Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
International customer reported a pressure sensor issue. There was no patient harm.

Manufacturer narrative:
The manufacturer's service technician was unable to duplicate the reported issue. The presence of the multiple error codes suggest that a spi bus failure occurred. The spi bus is an internal communication link between the cpu and the gas delivery system. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition. The manufacturer's service technician replaced the data acquisition board to address this problem. The device successfully passed performance specification testing.